Event description:
It was reported that during system checkout, the touchscreen of the returned rental cardiosave intra-aortic balloon pump (iabp) unit was found blurry. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
During a system checkout of the returned rental iabp unit, the getinge field service engineer (fse) found the touchscreen to be blurry. To fix the issue, the fse replaced the touchscreen, and then performed a full calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that during system checkout, the touchscreen of the returned rental cardiosave intra-aortic balloon pump (iabp) unit was found blurry. There was no patient involvement, and no adverse event reported.